Event description:
It was reported that a patient with an artificial urinary sphincter implanted for a neural malformation, who is currently undergoing self catheterization and botulinum toxin treatment, experienced recurrent incontinence the past 3 years, as a result of the device no longer working. A replacement surgery was performed. The device was explanted and replaced, and there were no further patient complications.

Manufacturer narrative:
UDI field (d4) concomitant product UDI for pump is (B)(4). UDI field (d4) concomitant product UDI for balloon is (B)(4).